Manufacturer narrative:
The devices were returned together to olympus for evaluation, and it was confirmed that a piece of the forceps stopper was missing from the device. There were no abnormalities found on the scope or in the forceps channel. The specifications and functionality of the scope were satisfactory. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that during the diagnostic endobronchial ultrasound tomography with guide sheath procedure, it was discovered that a piece of the biopsy valve had fallen from the bronchovideoscope into the patient's bronchial tube and was immediately collected using forceps. There was no procedural delay and the procedure was completed successfully with the same device. No further additional intervention was required as a result of the issue. The outcome of the procedure and the condition of the patient was not affected as a result of the issue. The device was inspected before use and appeared normal. Related patient identifier: (B)(6), bronchovideoscope model: bf-h1200 sn: (B)(6).

Manufacturer narrative:
This report is being submitted to correct the FDA product code to eoq.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was confirmed that a part of the rubber valve was damaged. The rubber valve was likely damaged due to incorrect operation when inserting and removing the instrument. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged.¿ ¿insert the endo-therapy accessory into the valve as straight as possible.¿ olympus will continue to monitor field performance for this device.